Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose levels of 600 mg/dl and ketones, as well as symptoms of vomiting and nausea. The customer treated the event with a syringe from the back up plan. The customer then stated that the high blood glucose levels persisted even after an infusion set change. The customer also stated a quick-set and silhouette infusion set were used. Programming was correct. Troubleshooting was performed and the insulin test failed the high pressure test. Nothing further was reported.